Event description:
On the event date, the patient reported he had an elevated blood glucose reading of 500 mg/dl while using his current insulin infusion set. He stated his infusion site was changed yesterday. He said he received an e4 (occlusion) error on his infusion device today when he bent over. He said he confirmed and cleared the error and it did not return. He said the tubing may have kinked while he was bending over. He stated he is using a lithium battery and was advised to use an alkaline battery as recommended. He removed his headset and noticed blood in the needle. He then inserted a new infusion headset and primed without error before connecting the tubing to the headset. Site management was discussed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.